Event description:
Additional information received on 11/20/18: the procedure sheath used was a 8fr sheath. There was a pre deployment angiogram performed. Hemostasis was achieved after standard deployment. The patient medication and dosage are aspirin 100 mg od and clopidogrel 75 mg od. The patient had a single stick in the anterior wall. The patient had heparin given to achieve act 2x baseline. A bedside doppler us was performed to diagnose the bleeding. A direct allegation is made against the angio-seal device as it was a delayed device failure (6 hours post deployment).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device was used on a post carotid stenting procedure and was successful. It was reported that the patient developed a 9cm x 5 cm hematoma at the puncture site on (B)(6) 2018 which was after 24 hours post angio-seal deployed. Pressured bandage was applied for 24 hours and hematoma was subsided. The patient was reported to be stable. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.